Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not returned. A device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not infuse intravenous potassium to the patient. The pump had drips in the chamber and beeped when it was done infusing, however the bag was still full. The pump was taken out of service and a different pump was used to complete therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.